Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator required remediation for: "fc049/fc052/fc053 - market action for parapac stuck vent o-ring/ tidal volume knob / patient outlet connector". Patient involvement was unknown.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.